Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent an exchange of the intraocular lens (iol) on the left eye (os) due to hyperopic surprise. Initial lens implant was performed (B)(6) 2018. The lens was explanted on (B)(6) 2018. The lens was replaced with a model zct375 28.5. There was no incision enlargement, vitrectomy performed, or suture required during the replacement. After the iol exchange surgery, the patient had a decreased visual acuity and was doing fine at the time of discharge. Visual acuity pre-op : 20/80 (with correction), visual acuity post-op (1st-implant): cf4ft (counting fingers 4 foot), visual acuity post-op: 20/30-2. The patient was prescribed besivance, lotemax gel, and prolensa for post-op anti-inflammation and pain medication following the ocular surgery. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.